Manufacturer narrative:
Siemens filed the initial MDR (B)(4) on (B)(6), 2019. 03/06/2019 additional information: the cse replaced the wash separation manifold and tested the system. A possible cause of the elevated results for this direct assay are poor aspiration of waste or system contamination. For this assay the wash separation manifold is responsible for the aspiration of unbound waste material at aspirate positions 1, 2, 3, and 4 and dispensing of wash 1 at dispense ports 1, wash displacement (wd), and 3 during the washing process. Damage to the wash separation manifold could cause elevated results. However, this could not be confirmed as the cause of the false positive results. The instrument is performing within specifications. No further evaluation of the device is required. MDR (B)(4) supplemental report 1 was filed for the same event (different patient).

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse replaced the wash separation manifold and tested the system. Siemens healthcare diagnostics is investigating. MDR 1219913-2019-00031 was filed for the same event (different patient).

Event description:
A (B)(6) advia centaur xp anti-hbs2 (ahbs2) result was obtained for a patient sample. The patient sample was repeated in duplicate and the results were (B)(6). The patient sample was tested on an alternate method and the result was (B)(6). A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the anti-hbs2 results.